Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) lead was found to have pulled back when view under fluoroscopy. This was noted during defibrillation threshold testing (dft's).

Manufacturer narrative:
This chronic rv lead was explanted and successfully replaced with a new rv lead. No adverse patient effects were reported as a result of this observation. This event will be updated if any additional information becomes available.